Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. One day after the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment for the peritonitis was not reported. The patient's pd catheter was removed and the patient will be switched to hemodialysis for a few months. At the time of this report, the patient was still in the hospital and dianeal therapies were discontinued. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.